Event description:
The customer reported to olympus, that the evis exera iii xenon light source exhibited b30 scope communication error code. The event occurred during preparation for use, prior to an unknown procedure. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
It was reported that during troubleshooting for the reported issue, the customer was assisted by an olympus representative. During troubleshooting the olympus technician instructed the customer to clean the electrical contacts on the scope with 70% isopropyl alcohol. The customer reported issue was successfully resolved by disconnecting and reconnecting the scope. The user facility indicated the suspected device will not be returning to olympus for evaluation/repair because the issue was resolved. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 9 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was assumed that error code b30 occurred because of dirt or dust that was temporarily adhered to the electrical contacts, resulting in communication failure. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿when the video connector socket is soiled with debris, thoroughly wipe off all debris and dry it completely. Otherwise, cross-contamination may result.¿ olympus will continue to monitor field performance for this device.